Manufacturer narrative:
Additional information: the lesion being treated was in the mid right coronary artery. Calcification was visible throughout the rca, with long lesions in the proximal and mid segments, with the heaviest stenosis being 90%. There was no obvious stenosis in the distal segment. The patient's coronary arteries had high resistance lesions and were difficult to operate. A right radial approach was used. The lesion was pre-dilated using a 2.0x15mm non-medtronic (mdt) balloon, and a 3.0x15mm non-mdt balloon to 8atm for 6 seconds. A 1.5mm atherectomy was used three times. A 3.5x33mm non-mdt stent and 3.5x38mm non-mdt stent were implanted in series from the distal to the proximal rca and were expanded and released at 9 atm for 6 seconds respectively. The nc sprinter device was then used. It was not difficult to remove the protective sheath or the packaging stylette. Resistance was not noted while advancing the balloon to the lesion. The device was expanded in the distal rca stent at 8 atm for 6 seconds. Balloon deflation was attempted but it was found that the balloon could not be deflated. The device would not deflate at the lesion site. After repeated attempts, the balloon could not be deflated. Deflation issues occurred during subsequent inflation. There were no difficulties were noted during inflation. Inflation pressures of 8-10atm were applied. During the withdrawal process, the balloon body and push rod were broken and separated, resulting in the balloon body being left in the patient's body at the rca, and was unable to be removed. The angiography showed that there was no forward blood flow beyond the mid rca. Emergency coronary bypass surgery was done to remove the retained balloon. The device was not moved or repositioned while inflated. The device was not kinked and re-straightened during use. A conventional concentration of contrast/saline was used. Patient age and sex provided. Initial reporter phone number. Correction: annex a code. Facility name and address medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later confirmed that the balloon failed to deflate after the first inflation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous coronary intervention procedure for coronary artery disease using the nc sprinter balloon, there were balloon deflation difficulties, including the device not deflating at the lesion site and deflation issues during subsequent inflation. Negative prep was performed with no issues noted. The balloon body and push rod were broken and separated, resulting in the balloon body being left in the patient's right coronary artery (mid segment) and unable to be removed. Bypass surgery was done to remove the retained balloon. The patient was sent for observation in the intensive care unit.

Manufacturer narrative:
Additional information: the balloon remains in the patient. Image analysis: seven still fluoroscopic images were provided for review which show the pre-dilation of the rca and the subsequent deployment of the 3.5 x 33mm and 3.5 x 38mm stents. There appeared to be no issues with these devices. The inflation of what appears to be the nc sprinter rx balloon is confirmed. It¿s profile appears to be irregular in the first of the images and in the second image there appears to escape of contrast solution from the device. This suggests that the balloon has burst or the shaft has detached. The cause of the reported deflation difficulties can not be determined from the images provided. The detachment of the catheter or burst/rupture can be confirmed from the images. The occlusion of the distal rca cannot be confirmed from the still images. Correction: not all of the balloon was removed. Annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.